Event description:
Procedure: lap chole. Reportedly, an inadequate sealing of a vessel with 2mm diameter occurred which resulted in minimal blood loss. The or team used the bipolar mode to seal the tissue and the surgery was completed with no reported complication.

Manufacturer narrative:
A more complete description of the incident described in the received report including relevant events prior to and subsequent to the actual incident has been sought (including additional patient status details). The file would be updated when additional information is received.